Event description:
Patient was in office for an image guided fusion prostate biopsy. Patient was positioned for his procedure and probe was inserted into the rectum. Four samples were able to be obtained prior to the gun not working. The biopsy gun stopped firing and obtaining samples. Probe was disposed of in sharps bin to send back to manufacturer. New biopsy gun opened and utilized for the rest of the procedure. Coordinated with vendor rep to return the faulty device to bard for investigation. Manufacturer response for biopsy gun, max core biopsy gun (per site reporter).